Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope, when plugged in, was wet on the inside and had black and white lines throughout the screen. The issue occurred during an unspecified laparoscopic cholecystectomy procedure and was completed with an olympus backup device. There were no reports of patient harm.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on outer tube, flickering and green image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.